Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that there was oversensing on the discrimination channel, slightly elevated high capture threshold, and in range varying defibrillation impedance. There were no concerns regarding device function from the physician. No intervention was performed. The patient was stable.